Event description:
It was reported that the patient had not experienced therapeutic effect; specifically, increased pain. The catheter was found to be kinked. The patient was undergoing catheter revision on the day of this report. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
Results: used for the catheter.